Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the laser changed itself from the ready mode to the standby mode during a laser procedure. The issue was resolved after a re-start. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and could not replicate the reported issue. The laser footswitch was replaced as a prevention. The system was then tested and met all product specifications. The system was manufactured on april 27, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).